Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump used and not in its original packaging. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was not duplicated. The pump was found to be within manufacturing specifications. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited low dosage. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, date of event unknown a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.